Event description:
The customer reportedly obtained a 260 mg/dl on the accu-chek advantage system in comparison to the professional meter result of 93 mg/dl. The results were obtained within a 10 minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer discarded the meter and strips used during the event. Meter and strip info unavailable. The suspected product is unavailable for return; replacement was sent.